Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt reported pain/shock on the side where the spinal cord stimulator is located since yesterday. Pt noted they were having back pain and needed assistance to navigate. Pt mentioned the stim is on the left side but now the pain was on their right side. Agent instructed pt to connect to their therapy settings but the handset showed not found communicator. Agent walked pt through closing all applications and resetting the communicator. Pt then tried to connect to the mystim app and patient confirmed they were able to connect to their therapy settings. Pt was on group a at 1.0, agent walked pt through increasing the stimulation and pt confirmed they can't feel the stimulation. Agent asked and pt confirmed they only have group a. The pt was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.